Manufacturer narrative:
E1. Initial reporter phone: (B)(6). The device evaluation was completed on 07-dec-2023. The device was returned to biosense webster (bwi) for evaluation. A visual inspection and screening test of the returned device were performed following bwi procedures. Visual analysis revealed a foreign material inside the tip. The device was connected to carto 3 system, and the device was visualized and recognized correctly; however, error 106 appeared on the system due to an open circuit in the tip area. The device tip was inspected under microscope after performed the test, and it was found a hole on the surface of the pebax section and a foreign material inside it. It was determined that the damage and the foreign material observed was sustained in someplace external to the manufacturing environment. All units are inspected prior to leaving the facility as there are functional tests and inspections at control points based on the process flow diagram (pfd) per its part number to avoid this type of damage from leaving the facility. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. The instructions for use (IFU) contain the following recommendations: to ensure accurate force readings, verify that the force reading is near zero when the catheter is not in contact with tissue. If the force reading is not near zero when the catheter is not in contact with tissue, perform zeroing. If the force problem persists, replace the catheter cable or the catheter. In order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified a hole on the surface of the pebax. Temperature was not displayed when the catheter was inserted into the patient's intracardiac cavity. The catheter was reconnected, the cable was replaced, and the thermocool® smart touch® sf bi-directional navigation catheter was replaced. Temperature cut-off value was unknown. Approximate temperature at the time of failure was unknown. High-frequency generator serial: unknown. Type of temperature anomaly was not displayed. The procedure was completed without patient consequence. Additional information was received on 22-sep-2023. Correction on the event description. Contact could not be measured correctly at the timing after about 10 points of ablation. The catheter was reconnected, the cable was replaced, and the thermocool® smart touch® sf bi-directional navigation catheter was replaced. Additional information was received on 13-dec-2023 stating to ignore comment of 22-sep-2023. It was a mistake. Multiple attempts have been made to obtain confirmation on which is the correct event. However, no further information has been made available. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 07-dec-2023, the visual analysis revealed a foreign material inside the tip. The device tip was inspected under microscope after performed the test and found a hole on the surface of the pebax section and foreign material inside it. This event was originally considered non-reportable, however, bwi became aware of a hole on the surface of the pebax on 07-dec-2023 and have assessed this returned condition as reportable.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4) on 10-jan-2024, during an internal review noted a correction the h6. Investigation conclusions codes as should have included code of ¿unintended use error caused or contributed to event (d1102)¿. Therefore, added.

Manufacturer narrative:
In the 3500a initial reported that clarification was being requested for the event as provided conflicting information between a temperature display issue and a contact could not be measured correctly issue. Additional information was received on 05-jan-2024 confirming the event as contact could not be measured correctly. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).